Event description:
A connection issue within each lead was reported by the physician. Specifically, screwing problems were indicated.

Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.